Event description:
Same case as MFR report #: 2134265-2009-00409. Clinical trial. It was reported that 1439 days following a coronary artery drug eluting stenting treatment procedure the pt expired. The index procedure identified and treated one target lesion. The target lesion was located in the distal rca (right coronary artery) with 95% stenosis and measuring 2.5x20mm. Treatment consisted of a 2.5x24mm taxus liberte stent and placement of a second 3.0x16mm taxus liberte stent as a bailout due to a dissection. Treatment resulted in 0% residual stenosis and the pt was discharged on asa and plavix three days post procedure. In 2008, the pt was transferred from an outlying hospital to the study site with respiratory failure, and end-stage cardiopulmonary disease. The pt was treated for congestive heart failure, and pulmonary emphysema. Her troponin level was elevated to 1.8. She was also noted to have atrial fibrillation. Upon admission, the pt noted to the staff that she was dnr status. ECG showed normal sinus rhythm with ventricular-paced capture and physical exam showed decreased breathing sounds bilaterally, particularly at the lung base. Her cardiac rhythm was irregular. A venous doppler was negative. White count was elevated. The pt was diagnosed with pneumonia and started on antibiotic therapy. One day following admission, the pt was seen for a consultation for wide complex tachycardia. A physical exam showed the following: heart: irregular, tachycardic, distant s1 and s2 without any obvious murmur; radial artery pulse was 2+, bilateral dorsal and posterior tibial artery pulses were 1+ bilaterally. There was trace lower extremity edema noted. Lungs: tachypneic pattern with some inspiratory and expiratory bronchi noted, and not a whole lot of air movement. An egc showed atrial fibrillation with a left bundle-branch pattern. She was given amiodarone to control her rapid ventricular rate. A portable chest x-ray showed small pleural effusion with some mild interstitial changes suggestive of congestive heart failure. Her brain natriuretic peptide showed a level of 5000. The pt was also seen for a consultation for oliguria and hyperkalemia. Because of her low output, she was not a candidate for hemodialysis. Her potassium and her rate fell and her breathing improved. She was treated with bipap (bilevel positive airway pressure). The pt remained agonal and for the first 72 to 96 hours she was fairly unstable requiring multiple shocks for her ventricular tachycardia. Because she was dnr, she was not intubated. Her condition improved and she became more stable in terms of stabilization of her cardiac rhythm and her breathing improved. The pt eventually underwent right thoracentesis of almost two liters. Her condition improved slightly and discharge was considered. However, she became extremely unstable with agonal breathing and was placed on bipap again but she eventually died on day 1439. Per the death certificate, the case of death was chronic obstructive pulmonary disease. An autopsy was not performed. The investigator assessed this event as unrelated to the study devices. Clinical events committee adjudication found this event to be study stent / procedure indistinguishable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.